Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. After the procedure, a pericardial effusion was diagnosed via ultrasound before starting the cavotricuspid ishmus (cti) line. The blood pressure dropped slightly. A pericardiocentesis was performed by the physician removing 400 cc's. The patient was stable at the time of the call. Additional information was provided. This adverse event discovered during use but after ablation had been completed. Physician is unsure on the cause of the adverse event. Patient has fully recovered. Patient did require extended hospitalization because of the adverse event - couple days. Transseptal puncture performed with a vizigo small curve sheath. No evidence of steam pop. Event occurred during mapping phase. Irrigated catheter flow setting was 30 watts. Correct catheter settings were selected on the generator. Pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector, and visitag. Visitag module parameters for stability were used (range; time; fot; tag size) 3mm, 25%, 3 sec. Additional filter used with the visitag were accuresp. Color option used were impedance.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).